Event description:
The repair request indicated the motor was spraying oil out of a small hole. The surgeons hands got oily and he stopped using the motor. It was unknown exactly where the oil came from.